Manufacturer narrative:
(B)(4). No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Event description:
It was reported that the patient fell prior to the revision surgery.

Manufacturer narrative:
The associated devices were returned and evaluated. From the analysis conducted during this investigation, it was concluded that the peri-loc 4.5 mm lateral distal femoral locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which led to an overload fracture. No material deviations in the plate were found during this investigation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to non-union and plate fracture.